Event description:
Information was received indicating that the cassette of a smiths medical cadd®-solis vip ambulatory infusion pump was not attaching properly. There were no reported adverse effects with no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "cassette not attached properly" alarm. Cassette latch functional test and occlusion sensors test were performed. The reported "cassette not attached properly" message was duplicated after latching a cassette onto the pump. The upstream sensor was out of specification. The upstream sensor was re-calibrated and the issue was resolved.